Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q13, q16, and q17 and shorted mosfets u17 and u18 on the defibrillator pca. The root cause for the shorted igbts and shorted mostfets could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test during incoming testing.